Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: was event date (B)(6) 2013 or (B)(6) 2014? Was jnj aware date (B)(6) 2013 or (B)(6) 2014? Were clips malformed? Were clips scissored? Were tips of devices bent or misaligned? How was case completed?

Manufacturer narrative:
(B)(4). Additional information: jaws. Additional information was requested and the following was obtained: were malformed clips? Yes. Were clips scissored? No. Were tips of bent or misaligned devices? Yes. How was completed case? They used another clamp in good condition for the process this is the information provided by the customer. The analysis results confirmed that the lx107 device was returned non functional as the jaws were misaligned; therefore, the clips could not be loaded into the jaws. No conclusion could be reached as to what may have caused the found condition of the jaws. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device clips are bent at the tip and the clip is crossed. Unknown how case was completed. There were no adverse consequences for the patient.